Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone via an implanted infusion pump. It was reported the on or about (B)(6) 2018, the patient presented to the emergency room, due to nausea, vomiting, severe muscle and joint pain, chills, sweats, goosebumps, anxiety, and depression. The patient needed assistance from their family to walk and suffered constant and severe diarrhea. The patient was suffering from baclofen withdrawal due to a pump motor stall. It was believed, at the time of admittance, that the pump had begun malfunctioning a few weeks before. The patient was hospitalized for four days, during which time they were seen by pain specialist who recommended the pump be replaced. On or about (B)(6) 2018, the patient underwent an intrathecal pump replacement. It was noted the patient had persistent goosebumps, was unable to produce anerection, no longer as active, athletically, and suffered issues with incontinence. The patient's repeated overinfusion/underinfusion and ultimately life-threatening hydromorphone overdoses and withdrawals caused these very serious injuries and were the result of motor stall.